Event description:
The generator was replaced prophylactically. The explanted generator has not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
The generator was received and product analysis was completed. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal, and diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that the patient is having more seizures now that battery is low, more than he was having before his previous generator replacement. It was noted that the patient is having 6 seizures a day, and breakthrough seizure medications are not working like they usually do. A few weeks prior it was noted that battery was ok and the patient was having 2-3 seizures per week which was noted to be manageable. Per the physician's assistant, the patient has not been seen since the increase in seizures occurred therefore the physician did not have additional information regarding the event. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.